Event description:
Report also alleges pt has myalgias, numbness, sleep disturbances, increased upper respiratory infections, urinary tract infections, yeast, sinusitis, costochondritis, complains of headaches, memory loss, shortness of breath, chest pains, choking sensation, weight gain, elevated triglycerides, constipation, bowel disturbances and abdominal pain.